Event description:
It was reported to philips that system was unable to produce x-rays. No harm was reported to philips. The device clinical use at the time of reported event was unknown. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information a diagnosis was performed when the issue happened. The procedure was delayed by 5min. The procedure was completed by restarting the system. The philips remote service engineer (rse) examined the system remotely and confirmed that the x-ray tube current is out of range. Following a study of the log file, rse discovered the cause is in x-ray generator / x-ray tube hardware. The problem persists after cold system restarts. Upon troubleshooting fse found the actual cause is to be the issue with x-ray tube. The cause of the x-ray tube issue could be conclusively determined by the supplier's part analysis as tube showed that it failed with a microleak in the cathode ceramic. To resolve the issue fse replaced the x-ray tube. After replacing the x-ray tube, the system was returned to use in good working order. The codes were updated based on the investigation outcome.